Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded sudden high out of range shock impedance measurements greater than 200 ohms and then it abruptly went back to normal. Technical services (ts) discussed lead trending withing range and mentioned possibility of spring contact anomaly as the right ventricular (rv) lead is non-boston scientific. Ts was consulted, mentioned that in order to correct this, a new compatible device would have to be implanted. This crtd remains in service. No adverse patient effects were reported.